Event description:
It was reported that, during a cori assisted tka surgery, after trialing components, surgeon recut distal femur by +2 mm, due to tightness in extension. The original plan was 3 mm laxer but gaps preop looked so off from final numbers. Used z retractor to stress. Also, the surgeon recurred distal on the bur all screen all white, and when surgeon placed femur trial on it didn¿t sit flush, and it did sit flush prior to recut. The checkpoints were checked and had not moved. The surgery was completed, after a non-significant delay, with the same reported device. No injuries were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
The real intelligence cori, rob10024, sn(B)(6), used for treatment, was not returned for evaluation therefore a visual and functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. Upon review of the provided logfiles and screenshots, the reported problem cannot be confirmed. It is shown that the surgeon recut the distal femur by +2mm and it is shown that on the implant planning screen there is a 10-degree flexion contracture shown before making any cuts. To get the patient¿s leg into full extension by the end of the case, the surgeon needed to create more space to achieve the full extension. It is possible that the surgeon didn¿t think that the patient¿s leg felt 5 ½-degrees loose, but the leg was at full extension. On the implant planning screen, it shows on the graph that at 8-degrees of extension, there is planned for 2.1 medial and 5.8 laterally. Since the femur was set proximal, the surgeon presumably got the knee closer to 0-degrees of extension. Since we don¿t have preoperative gap information between 0 and 8-degrees, we can only plan for 8-degrees. When the trials were placed, it is assumed that they were tight in extension due to the knee not achieving a full extension. The surgeon then chose to do the +2mm, presumably to be able to extend the knee. It appears that the pre-op plan is spot on with the final plan¿s resection numbers, if the flexion contracture was considered. The goal in this situation would be to plan looser knowing that there is a flexion contracture, which will help to achieve more extension at the end of the case. The surgeon performed the case as expected, but it is possible that the results on the cori were interpreted differently than they were presented. If the knee is showing as all white, then the implant should sit flush. It is also important to remember that per the user manual, the checkpoint pins should be place on the patient¿s bone and not on the trackers or bone pins. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with the incorrect placement of the checkpoint pins. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned, and no evidence was made available to link the complaint to an escalation event. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Based on the documentation provided, no clinical factors have been identified which would have contributed to the reported event and a user technique/variance cannot be ruled out as a potential contributing factor. The robotics engineering evaluation concluded the pre-op plan appears to be ¿spot on with the final plan¿s resection numbers, if the flexion contracture was considered¿ and noted the ¿goal in this situation would be to plan looser knowing that there is a flexion contracture, which will help to achieve more extension at the end of the case¿. The patient impact included additional +2mm distal femoral cuts, unplanned 5-degree varus outcome (versus planned 3-degree), and use of manual instrument/retractor to stress; however, no significant delay or patient injury was reported due to this issue with ¿n/a¿ documented on field report recovery steps. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.